Event description:
It was reported that the 9600 system would not boot and had an error message displayed. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The lemo pin connector was repaired and the eprom and tech processor were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.